Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system does not start up and one of the x-ray pc's hard drive lights does not light up. Upon troubleshooting, fse found the power supply was faulty in the suite pc. To resolve the issue, fse replaced the suite pc, reloaded the software, and replaced the defective solid-state drive (ssd) with a new one for the x-ray pc, and the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not start up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.